Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to that the patient's receiver did not produce audio output on (B)(6) 2015. It was indicated that medical intervention was required but no additional details were provided. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. A functional test was performed and it passed. The reported event of no audio output was not confirmed. The root cause could not be determined.